Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage advisory alarms was confirmed via log file analysis. The heartmate ii system controller (serial number: (B)(6) ) was returned for analysis and a log file was downloaded for review. The log file showed 240 events spanning approximately 7 days ((B)(6) 2021 ¿ (B)(6) 2021 per timestamp). Throughout the log file there were strings of atypical low voltage advisory alarms while connected to both battery power. These alarms coincided with fluctuating rsoc voltage readings on both power cables, which were not coincident with power source exchanges. The alarms cleared shortly after activating. Pump operation was not affected during these events. The driveline was disconnected on (B)(6) 2021 at 11:12:26 for a system controller exchange. There were no other notable alarms. The system controller was connected to a power module and mock loop and was able to support the system for an extended period of time without issue. The power cables of the system controller were manipulated by hand without any alarms activating. A root cause for the reported event was unable to be conclusively determined through this investigation. Incidental findings: the functional test was performed and the controller failed due to slightly raised resistances; this is indicative of the early stages of conductor breakdown. The resistance of each wire in both power cables was measured. All underlying wires of the black power cable measured above the acceptable thresholds. The white power cables underlying wires were all measured over the accepted threshold as well with exception to the black and clear wires, which measured below 1ohm. The remaining underlying wires in the white power cable ranged from 1.5ohm ¿ 5.5ohms. The cables were stripped, and fluid ingress was found coating the underlying wires. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage alarms. Heartmate ii instructions for use (IFU) section 3 ¿ ¿powering the system¿ and the heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clips and 14v li-ion batteries. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate ii system controller (serial number: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications and shipped via customer order on 09nov2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller alarmed for low voltage when connected to the batteries despite the batteries showing three green bars. This problem occurred after changing the battery/battery clips. The controller was exchanged as a result.